Event description:
During a training demonstration, the rep was doing an in-service on lithotripsy. He was using the boston scientific alliance gun and was crushing a rolled up soft piece of bread as a stone. One of the four wires at the tip of the basket came loose and it should not have come loose. He did not put a very big load on it. No patient was involved. This is the first time this device was used. It successfully crushed up a rolled up piece of bread once and then the wire just slid out of the tip. There was no patient involvement.

Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in an open pouch from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed the report. The device was returned with the basket advanced. The basket had 1 broken wire separated at the distal end of the wire and remaining attached at the proximal end of the basket. The basket was able to be fully advanced and retracted without resistance. Under magnification of the separated wire it was noted that there were no signs of damage at the distal end of the wire indicating little to no force applied during detachment, and no portion was retained within the distal solder. Upon review if the distal solder point at the device tip voids were noted within the solder. No parts of the device appear to be missing. No other anomalies were detected. A lab meeting was held with production leadership and manufacturing engineering on 13dec2024. It was determined that the wire had was not adequately secured at the distal tip during the soldering process. The tip was not filled completely with solder during manufacturing per the manufacturing instructions resulting in the separation of the wire from the distal tip. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the returned device confirmed the report. A basket wire has separated at the distal tip of the basket. This occurred due to operator error as the operator did not apply a sufficient amount of solder to fill the basket tip during manufacturing. Production management and the department team leads were notified of this occurrence. Additionally, a notification of operator related complaint form was provided to production management to make them aware of an operator related complaint. A retraining will be performed for the operator involved in response to this occurrence. Prior to distribution, all fusion lithotripsy extraction baskets are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. There have been no other similar occurrences reported during the time period reviewed. Therefore, this report represents an isolated occurrence. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends.